Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent impedance measurements of greater than 3000 ohms, and high threshold measurements. The device would remain in unipolar configuration. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the lead continued to exhibit impedance measurements of greater than 3000 ohms, noise, and high threshold measurements. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.